Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, customer loaded cartridge with insulin pens. The cartridge was reloaded to resolve the issue. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, before you begin, make sure you have the following items: vial of u-100 humalog or u-100 novolog insulin.